Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Five - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2011 13:07:24 and (B)(6) 2011 01:03:36. Ventricular short interval count v-sic=12.4 counts avg/day, in 74.01 days, between (B)(6) 2010 and (B)(6) 2011. Patient alert for lead failure predictor on (B)(6) 2011 03:25:20.

Event description:
It was reported there was oversensing on the pace/sense portion of the high voltage lead, possibly related to interaction with the existing abandoned right ventricular high voltage lead. It was later reported the lia was triggered due to noise. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported there was was oversensing on the pace/sense portion of the high voltage lead, possibly related to interaction with the existing abandoned right ventricular high voltage lead. The lead remains in use. No patient complications have been reported as a result of this event.